Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of catheter tip integrity and catheter kink/bent was confirmed upon inspection of the photo. However, bd cannot confirm the causes of the failures to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the experienced needle through catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: recently found multiple needles on l1 and m2 where IV needle is defective. Plastic catheter is on hook. Basically, this a problem that does happen more often when you've just made the wrong angle and are against the vessel wall but could of course be that in these cases plastic was also affected beforehand. Have only seen it with blue needles.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.